Manufacturer narrative:
(B)(4). G2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an incompatible implant was provided for a total hip arthroplasty. Anesthesia had been administered on the patient however the surgery had to be postponed as the correct implant was unavailable. Information regarding subsequent impact or intervention has not been provided. Due diligence is in progress for this event; to date no additional information has been provided.